Event description:
It was reported that during inspection, the device presented an issue with the power supplier and could not be recharged. No harm or injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation confirmed that the device could not be charged or operate on mains power, establishing a relationship with the event reported. The root cause has been identified as a broken dc inlet port. A review of manufacturing records for the reported serial number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during inspection the device presented an issue with power supplier. No harm or injury reported.